Manufacturer narrative:
Received one device. Confirmed customers complaint by beep test and battery fall out test. Upon checking the serial number, the unit is end of life. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had no audio. The issue was discovered during testing. There was no patient involvement.